Event description:
It was reported that error code 6 (reset code) was detected on the patient's device with therapy disabled. Therapy for the patient was re-enabled and everything returned back to normal and the battery life and impedance were both ok. Internal data from the generator was received and reviewed. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. No other relevant information has been received to date.